Event description:
Second revision surgery - due to the pt having a periprosthetic fracture. Reference first revision (B)(6), date of surgery (B)(6) 2012.

Manufacturer narrative:
The reason for this revision surgery was due to a periprosthetic fracture after 1.4 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not made available to djo surgical for examination. (B)(4). The root cause for the fracture could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.